Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 2 devices were received. 9 devices were evaluated based on historical data analysis. Additional information: 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 events for the failure: overheating of device. - 2 events had insufficient information. - 8 events had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 11 events for the failure: overheating of device. - 2 events had insufficient information. - 8 events had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99054. Supplemental rationale, corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status, 2 devices were received. 9 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / part/component/sub-assembly term not applicable 9 devices: degradation problem identified, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 2 devices: scrapped by stryker 9 devices: product not received